Event description:
It was reported that the camera head was found broken. The issue was identified during an inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found a visual defect (cracks/damage) in the camera head and in addition a cut on the cable was noted. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was found broken. The issue was identified during an inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to complement and provide additional results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found water flooding due to the cable cut. A root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head was found broken. The issue was identified during an inspection. There were no reports of patient harm.